Event description:
It was reported that the device exhibited episodes of non-sustained ventricular oversensing due to post-paced t-wave oversensing. The physician elected not to make any changes to the device and the device remains implanted. The patient did not report any adverse effects from the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during follow-up, another instance of post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended.